Manufacturer narrative:
(Head cable) the evaluation determined that the reported event was misuse due to a damaged head cable.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/14/2023, it was reported by a sales representative via sems that an ar-3210-0029 camera cord is damaged. This was discovered during a case with no patient effect.